Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm and unresponsive buttons as a result of a corroded keypad traces. Further testing was not performed due to the button keypad anomaly.

Event description:
The customer reported that the insulin pump alarmed without pressing any buttons. The blood glucose reading at time of the call was 151mg/dl. During the call, the customer stated that she went to the emergency room via ambulance and she was treated and released. No further info was provided.